Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder replacement; (B)(6) , (B)(6) hospital (B)(6) 2018 . When implanting the glenosphere it was noted by the surgeon that the hex driver was rounded making it difficult to screw in the implant. Needs replacing. No ae to patient.

Manufacturer narrative:
Investigation summary : the device associated with the reported event was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.